Event description:
A customer contacted beckman coulter (bec) reporting that the sample probe was leaking in the unicel dxc 800 pro synchron chemistry analyzer. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) at the time of occurrence and during troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The customer was directed to check the sample probe and fittings. The customer confirmed that no issues were observed. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed that fluid dripped from the cartridge chemistry (cc) sample probe after performing a prime cycle and also when the system was in standby mode. The fse replaced the 2-way valve in the fluid distribution manifold at the back of the instrument which resolved the leak. The failure mode is the 2-way valve which was replaced by bec service. (B)(4).